Event description:
It was reported that the wireless recharger (wr) did not recharge while in the dock. Additionally, three battery leds never stopped the "running light" even after being left overnight. A wr reset was performed but the error persisted. A new wr was requested.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot # (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.